Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The increased mitral regurgitation (mr) is likely due to the reported slda. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report and the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on 03/19/2019, to treat mixed mr with a grade of 4. Three clips were implanted, reducing mr to 1-2. On (B)(6) 2019, the patient returned with increased mr of 4. It was discovered that one clip had detached from the lateral anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment /slda). In the physician's opinion, the slda was due to the pre-existing patient anatomy. A mitraclip xtr clip was then deployed medially and another mitraclip xtr clip was deployed laterally without issue to secure the slda clip. Two clips were implanted during the second procedure; however, the mr remained at grade 4. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.